Event description:
During an in clinic follow-up, it was reported that the device was in backup vvi mode. Abbott technical support alleged the event was due to event queue overflow. The device was restored and reprogrammed to resolve the event and the patient was in stable condition.